Event description:
It was reported that after pre-dilatation, a xience v 3.5 x 23 mm stent was implanted in a left main coronary artery and a xience prime 3.0 x 38 mm stent was implanted in the mid left anterior descending artery (lad). Post-procedure, the same day, there was chest pain (angina) and a dissection was found on angiogram in the mid lad artery which is believed to be caused by both the operator and the xience prime 3.0 x 38 mm stent in the lad. The patient received integrilin medication and another xience v 2.5 x 12 mm stent was implanted as treatment in the mid lad target vessel/target lesion for the dissection on (B)(6) 2013. The dissection resolved without an adverse patient sequela on (B)(6) 2013. There were st changes on the electrocardiogram (ECG) and a post-procedure infarction was diagnosed on (B)(6) 2013. The patient also had anemia on (B)(6) 2013. There was no treatment reported for the anemia and it resolved without an adverse patient sequela. There was medication given and another unspecified re-vascularization procedure done for the post-procedure infarction but the date is unspecified at this time. Reportedly, the patient stabilized on (B)(6) 2013 and the infarction resolved on (B)(6) 2013. A follow-up angiogram will be done prior to discharge. The patient remains in the hospital at the present time. There was no additional information provided.

Event description:
Updated case description: it was reported that after pre-dilatation, a xience v 3.5 x 23 mm stent was implanted in a left main coronary artery and a xience prime 3.0 x 38 mm stent was implanted in the mid left anterior descending artery (lad). Post-procedure, the same day, there was chest pain (angina) and a dissection was found on angiogram in the mid lad artery which is believed to be caused by both the operator and the xience prime 3.0 x 38 mm stent in the lad. The patient received integriline medication and another xience v 2.5 x 12 mm stent was implanted as treatment in the mid lad target vessel/target lesion for the dissection on (B)(6) 2013. The dissection resolved without an adverse patient sequela on (B)(6) 2013. There were st changes on the electrocardiogram (ECG), elevated enzymes, and a post-procedure myocardial infarction was diagnosed on (B)(6) 2013. The patient also had anemia on (B)(6) 2013. A blood transfusion was done and the anemia resolved without an adverse patient sequela on (B)(6) 2013. There was unspecified medication given only for treatment. Reportedly, the patient stabilized on (B)(6) 2013 and the myocardial infarction resolved on (B)(6) 2013. A follow-up angiogram will be done prior to discharge. The patient remains in the hospital at the present time. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitants corrected from unk to xience v 3.5 x 23 mm and xience v 2.5 x 12 mm. There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, angina, anemia and myocardial infarction, as listed in the xience prime instructions for use (IFU), are known adverse events associated with percutaneous coronary and treatment procedures including coronary stent use in native coronary arteries and oral doses of everolimus. The IFU, further states: implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.